Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant, placement difficulty encountered. The ra lead was positioned in the atrium approximately seven times acceptable sensing and thresholds were never obtained and the ra lead dislodged when the stylet was retracted. The ra lead was removed and a different lead was used. No patient complications have been reported as a result of this event.